Manufacturer narrative:
Correction: the twist clamp of the four (4) minicap transfer sets were able to be closed. There is no breach in the sterile pathway as the transfer is closed. The reported issue would result in a delay in peritoneal dialysis (pd) therapy as a new transfer set would have to be installed; however, as pd therapy is often prescribed as a chronic therapy, it is unlikely that an isolated transient delay in pd therapy would result in a clinically detectable or significant harm (hsha-peritoneal-dialysis). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Two (2) devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of four (4) minicap transfer sets were too easy to open and close. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.